Event description:
It was reported that the pump exhibited a no disposable alarm seven hours after installation. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag visual inspection and functional test were performed. Visual inspection found no damage, kinks or any discrepancies that could cause the failure mode reported. For functional testing, the samples were connected to the cadd legacy plus twice, and no alarms were activated. The reported problem was not verified and the complaint was not confirmed. No root cause was determined, as no fault was found; however based on the no disposable alarm investigation the root cause conduct trough CAPA-000814 the mohawk exposure could be a factor during the use of cassette to activate the alarm. CAPA-000814 was open on 09/sep/2021 for no disposable alarm issue and currently is in solution confirmation and implementation plan phase. No corrective actions were performed since failure mode was not confirmed. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).